Event description:
Two foley catheter balloons (both with the same lot number) broke during inflation. This was confirmed when gently applying traction to catheter to make sure it stayed in place. Foley catheter came out easily and balloon appeared to be broken. Foley catheter should stay in bladder with balloon inflated and intact. The patient had to have a 3rd foley catheter inserted.